Event description:
An aneurx stent graft system was inserted in a in patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the vessels were excessively calcified. This patient was considered for endovascular treatment 1 year ago; however, due to the severe vessel calcification, the endovascular procedure was not attempted at that time. It was reported that the vessels were ballooned after which a cuff was implanted. The aneurx bifurcated stent graft was inserted but it could not be advanced to the intended location and kinked. The device was removed from the patient and it was discarded. The procedure was successfully completed with another aneurx device. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, conclusion: severely calcified vessels. Required secondary intervention.